Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by cts in resetting the pump, which resolved the issue as the malfunction code did not recur. Cts instructed the caller to continue using the pump and to call back if the malfunction code appeared again, which the caller acknowledged and understood.